Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2016 the patient experienced a blood glucose of less than 70mg/dl, with nausea, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and was treated in the hospital with insulin via pump. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to the basal edit screen being accessed, and the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. The patient experienced a stroke and had a stent put in their heart at the time of the incident. The patient was referred to their healthcare provider for diabetes care and management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.